Event description:
Pacemaker originally inserted 12/96. Pt admitted for explant and re-insertion due to battery depletion and possible malfunction. Physician documented "loss of capture". End of life battery voltage 2.18, magnet rate 62.9.